Manufacturer narrative:
G2: country spain. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient with a system that was about 1.5 years old. Patient was on long-term vacation in spain and now therapy has reduced. Now patient has a loss of therapy and cannot increase the stimulation past 0.4 ma before having a oor message. Usually patient needs 3.5 ma. No known external factors known that may have caused damage to the system. Since the patient is in (B)(6), the earliest appointment in (B)(6) would be in april. They inquired if they could get help in (B)(6). It was advised patient get seen to check system or be checked for any potential lead damage.

Event description:
Appointment made for a clinic in spain. Unfortunately, no update on the outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.